Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer indicated that it is possible that a non-zoll battery could have been used with the device at the time of the reported event. The customer stated that after replacing the battery with a known good battery, the device operated to specification. Despite our attempts to obtain product for evaluation and to obtain more information from the customer, to date we have been unsuccessful.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.